Event description:
The customer reported to baxter (B)(4) a clearlink continu-flo solution set with tubing that split where it exits from drip chamber. The condition occurred on (B)(6) 2010 when priming the line with normal saline. The sets are used to administer chemotherapy. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The customer returned one actual sample for evaluation. During visual inspection the tubing was determined to have separated from the chamber. The reported condition was confirmed. The joint between the chamber and tubing was not properly bonded and failed to meet the minimum bond requirement. However, an assignable root cause could not be determined. A batch review was also performed on the reported lot with no deviations found.